Manufacturer narrative:
H11: corrected data: corrected section h6.

Manufacturer narrative:
UDI # (B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, the subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis remains indeterminable. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of five (5) months due to mitral stenosis. The tmvr was performed with a 29mm 9600tfx transcatheter valve successfully. No other details were provided.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral pericardial valve developed infective endocarditis that was adequately healed with no remnants of any underlying infection after an unknown implant duration, but, unfortunately, the patient developed severe degeneration of the mv bioprosthesis. The patient underwent a valve-in-valve procedure after an implant duration of five (5) months due to severe valve degeneration leading to mitral stenosis. The tmvr was performed with a 29mm 9600tfx transcatheter valve successfully and was taken to the recovery room. The patient was discharged home on pod #2 in medically stable condition.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of five (5) months due to severe valve degeneration leading to mitral stenosis. Per the medical record, the patient developed infective endocarditis that was adequately healed with no remnants of any underlying infection, but unfortunately, developed severe degeneration of the mv bioprosthesis. The tmvr was performed with a 29mm 9600tfx transcatheter valve successfully and was taken to the recovery room. The patient was discharged home on pod #2 in medically stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, d4 (expiration date), h4. H11: corrected data: corrected section h10 (additional manufacturer narrative). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. The patient developed infective endocarditis that was adequately healed with no remnants of any underlying infection, but unfortunately, developed severe degeneration of the mv bioprosthesis. The stenosis in this case was most likely impacted due to patient related factors and the progression of the patient¿s underlying valvular disease pathology. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.